Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer's insulin pump alarmed with no delivery; the alarm occurred with two different reservoirs from the same box. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting could not occur since the no delivery was a past event that the customer resolved with a reservoir change. The customer was advised to monitor everything and call right when issues occur so the cause of the issues can be determined. Two reservoirs will be returned for analysis and two replacement reservoirs were shipped to the customer.